Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received. The sample consist in 1 cassette product from part number 21-7609-24. 2 sample was received with its original open package. Functional testing: the sample was test for leak by passing water through it; sample leak was detected in the luer. The complaint is confirmed. Solvent bond verification: sample was broken in the female luer to review if there is any issue with the bonding. Result: the tube is not fully inserted in the luer. The cause of the reported problem was traced to manufacturing - equipment / fixture: inadequate dispenser used in the operation. The cause of the reported problem was traced to manufacturing - equipment / fixture: inadequate dispenser used in the operation. Action taken was - change the type of solvent dispenser, because it was identified is not the appropriate for this assembly. Validation of the new solvent dispenser was completed by march 23,2021 under val-10034118 after the complainant lot.

Event description:
It was reported that during the use of the product, the customer found leakage of medical fluid from the connection part. No patient injury.